Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11135. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
26mm sapien 3 valve, commander delivery system, 914 esj during the transfemoral tavr procedure for a 26mm sapien 3 valve, insertion difficulty of commander delivery system (ds) through e-sheath, balloon separation following balloon rupture occurred. The patient had history of endovascular treatment and has stent in both external iliac artery (eia). The valve was implanted 2ml less than nominal volume. Then the balloon ruptured. Transthoracic echocardiography (tte) revealed that the paravalvular leak (pvl) was trivial and post dilation was not required. When commander ds was withdrawn, it was confirmed that the e-sheath had tear and the stent implanted in eia caught the balloon of commander ds. Although the commander ds was withdrawn very carefully, balloon shoulder of proximal side was separated. The core wire and nose tip still remained inside of the sheath. Once the wire and nose tip were removed with the sheath, new e-sheath was inserted to check the vessel damage. No injury was confirmed and procedure was completed. Per the physician, commander ds was difficult to advance through the sheath, at the area of eia and it required considerable force to advance and this may have caused the damage in balloon. The part of e-sheath where located at eia was severely damaged. The device will be returned for evaluation. Additional information was obtained from the rep. In esheath, liner tear was observed. Also, tip was folded back inwardly along with the ruptured balloon. No tear toward circumferential direction. The tip was intact. During the attempt to pull back the ds, nose tip, part of balloon, and wire attached to nose tip remained inside the sheath. When the operator pulled back the wire, only wire was removed. Then sheath was pulled back without difficulty. Inside of the sheath, nose tip and part of balloon was stuck. It was confirmed that no piece of device remained in the patient's body.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the inflation balloon was noted to be burst, separated at the proximal taper, and inverted over the nose cone. The nose cone¿s wings were flared. Evidence of adhesive was seen on the nose cone, y-connector, and guidewire lumen. The balloon spring was stretched over the distal guidewire lumen. Imagery was provided by the complaint site. The patient¿s annulus appeared to be calcified and some access vessels less than 5.5mm in diameter. Due to the condition of the returned device and nature of the issue, no relevant functional testing was performed. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall would contribute to the observed burst. The liner thickness was found to be within specification at all measured locations. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty. Review of available information suggests that the balloon burst was likely caused by patient factors. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient¿s annulus had mild calcification as seen in the imagery provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additionally, the patient had a stent implanted in eia with small calcified access vessels, which could have interacted with the devices during withdrawal as well. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation of distal tip, nose tip/balloon component. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.